Event description:
It was reported that during a prostate procedure, two surgical fibers were used and both exceeded fiber life/expired after 360,077 and 43,968 joules of use respectively. The procedure was completed using the second surgical fiber. Patient outcome "no injury reported; no incident reported". This report is for the first fiber used.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-01123. (B)(4). Fiber analysis: the fiber was confirmed to be expired due to the soft joule limit being reached; a soft joule expiration is the result system/fiber inactivity for 30 minutes and functioned as designed. The fiber was also found to have a radial fracture distal the fiber/cap fusion zone; the fiber/cap proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.